Manufacturer narrative:
Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.

Event description:
It was reported that the patient recently had an implantable cardiac monitor (icm) implanted, but it began to press against her skin, causing pain. The device was explanted and replaced. The patient was in stable condition.